Event description:
It was reported that during a scheduled oncology treatment, the cover of the obi detector fell off the machine and hit the pt on the face. The pt managed to partly get her hand up and deflected the cover, but was still stuck on the nose. Following the scheduled treatment, the pt was referred to a doctor outside of radiation oncology for further observation. No further medical attention was required other than the separate observation.

Manufacturer narrative:
The pt's additional examination did not show evidence of any injury from the impact encountered. In multiple reports of this malfunction, no serious injury has resulted, and no medical intervention beyond examination and/or diagnostic testing has resulted. After the reported occurrence, varian service instructed the hospital's biomedical engineering department to secure the cover to the imager with screws. This is a varian approved modification which replaces the usage of the originally designed velcro fasteners. Varian has come to a decision to report incidents involving medical intervention (x-ray and CT scans) or observations. Varian has determined that a MDR is appropriate, as this malfunction, should it recur, could potentially cause a serious injury.